Event description:
When inserting the catheter, the dr. Noticied a "hole" in the distal end of the balloon catheter. He removed the "bad" catheter and inserted a good one. Event complications: none from the event - reported 9/26/96 and 10/18/96. Patient's current status: good - rpt'd 10/18/96.

Manufacturer narrative:
Device label codes: 1738, 1738. Underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.